Event description:
It was reported by service report that the footboard signal cable connector was broken off. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: footboard signal cable connector.